Event description:
Account experiencing discrepant results for albumin for multiple pt samples. The following examples were provided. Sample 1: initial gave 36.3 g/l. Sample was diluted initially giving 570 g/l and repeat gave 556 g/l. Another albumin value was provided for this sample of approx 10000 g/l - no documentation provided to determine if this was an actual value or a calculated value. Sample 2: in 2008, initial result gave 78.2 g/l. Sample diluted giving 796.0 g/l; repeat gave 789.8 g/l. Sample repeat an additional time giving 95.1 and 106.0 g/l without dilution and 201.5 with dilution. Sample 3 through 21 occurred on ten days later. Sample 3: initial gave 230; repeat gave 264.6 g/l. Sample 4: initial gave 5; repeat gave 13.1 g/l. Sample 5: initial gave 6.3; repeat gave 12.5 g/l. Sample 6: gave 172.5; repeat gave 193.3 g/l. Sample 7: initial gave 3.2; repeat gave 9.5 g/l. Sample 8: initial gave 6.3; repeat gave 503.4 g/l. Sample 9: initial gave 3.2; repeat gave 22.9 g/l. Sample 10: initial gave 4.1; repeat gave 9.3 g/l. Sample 11: initial gave 74.5; repeat gave 65.4 g/l. Sample 12: initial gave 29.1; repeat gave 22.5 g/l. Sample 13: initial gave 52.3; repeat gave 42.9 g/l. Sample 14: initial gave 5.5; repeat gave 349.8 g/l. Sample 15: initial gave 2.5; repeat gave 11 g/l. Sample 16: initial gave 3.7; repeat gave 10.3 g/l. Sample 17: initial gave 179.9; repeat gave 207 g/l. Sample 18: initial gave 2.3; repeat gave 7.8 g/l. Sample 19: initial gave 3.1; repeat gave 8.6 g/l. Sample 20: initial gave 1.2; repeat gave 8.6 g/l. Sample 21: initial gave 2.2; repeat gave 7.4 g/l. If additional info is received appropriate notification will be provided.